Manufacturer narrative:
(B)(4). Additional information: actual occurrence date of the event is not known; however, it was reported that event occurred sometime in (B)(4) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The treatment for this event was not reported. At the time of this report, the patient's outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional follow up information was received from the physician. It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). On an unreported date, the patient was retrained on the proper aseptic techniques and connect/disconnect methods. Fourteen days after the onset of peritonitis, the patient was fully recovered. The pd therapy was ongoing. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.